Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields: d1, d4. Customer did not provide additional information and does not plan to send the unit for service. A supplemental report will be send if additional information is received.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed gas loss alarm . The ICU department staff called the helpline for assistance. The iab catheter is arrow. There is no blood in the tubing and no visible kinks. Patient ventilated with unknown peep level. The iab has been in the patient since the previous night. She says that the alarm is happening every 5 minutes. They are able to resume each time. It was advised that if the iab were getinge, it would be suggested that a chest film is needed right away to confirm placement. Also, if the iab were getinge I would suggest log rolling the patient, or manipulating the sheath hub with a gloved hand, then redressing. Tilting the patient to one side may also help reduce the alarm. I suggested also placing a call to the teleflex helpline for recommendations to which they have done, but have gotten no answer back yet. Almost every time this alarm happens, the issue is the catheter itself but she could consider changing pumps or reporting this pump to biomed she does not feel that the issue is the pump and stated that they will not send it for service. She will try the recommendations and attempt to reach teleflex again., and will call back if further help is needed. Around 2:53pm the staff called the help desk again and explain the md decided to remove the arrow iab and replace with a getinge iab. The patient was being taken to the cath lab at this time . There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.